Event description:
Company sales representative was advised that the distributor in (B)(6) had three thermal ligating shear failures where the silicone boot came off. Complainant reported: this had neither an effect on the procedure itself nor on the pt. Procedure identified as a lavh, endo metriose. This report is on the 1st of 3 devices identified, a tls2 device.

Manufacturer narrative:
This MDR is for the 1st of 3 devices reported on (B)(6) 2010 by same (B)(4) distributor. This 1st device report is associated with starion instruments (B)(4). Product has been requested but not returned. Therefore, no inspection could be conducted. No pt information was provided.